Manufacturer narrative:
(B)(4).

Event description:
Anchor was broken during rc. A backup device was readily available. There was a delay of less then 30 minutes. There were no patient injuries reported.

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Device investigation narrative - one 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned for examination. Without the return of the anchor the reported complaint of the breakage cannot be confirmed. Functional assessment of the inserter confirmed the torque limiter and inner shaft functioned as intended. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.